Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited variable right ventricular (rv) pace impedance measurements. Values were not out of range and no intervention required nor any adverse patient effects reported. Boston scientific's technical services reviewed data and provided guidance. To date, this device remains implanted and in service and no rv lead information was provided.